Event description:
On (B)(6) 2025 the patient¿s mother reported that the user experienced frequent hypoglycemia while using the ilet and felt they did not have control of the pump. The user discontinued use of the ilet and reverted to their previous insulin pump as advised by their healthcare provider. No hospitalization or emergency medical intervention was reported. No long-term health effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.